Manufacturer narrative:
Continued e.1. Facility name: department of ophthalmology, (B)(6) institute. Continued h.6. Health effect - impact code: f2201, f2303. Article citation: lin, benjamin r et al. ¿endophthalmitis associated with xen stent implantation.¿ american journal of ophthalmology vol. 253 (2023): 37-43. Doi:10.1016/j.ajo.2023.04.006. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of endophthalmitis and exposure are known potential adverse events addressed in the product labeling.

Event description:
Through journal article, endophthalmitis associated with xen stent implantation, healthcare professional reported events of patient underwent xen®45 gts implantation combined with cataract extraction with intraocular lens implantation in the right eye. Patient presented on pod110, 14 days after onset of symptoms (pod96), with bcva of nlp, iop of 18 mmhg, conjunctival injection, stent exposure, and cell/flare present without hypopyon. Patient was diagnosed with endophthalmitis and received intravitreal injections of vancomycin/ceftazidime/voriconazole on pod110 and pod113 and vancomycin/ceftazidime on pod156 in the right eye. Ppv was performed on pod113. Device was explanted. At final follow up on pod324, bcva improved to hm and iop was 34 mmhg. This is the same article reported under MDR report # 3011299751-2023-00127 (abbvie complaint (B)(4) ). This MDR is being submitted for case 3.